Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not power on and that a light was flashing around the wake button every 30 seconds. The customer reported a blood glucose (bg) level of 530 (mg/dl). An injection was delivered to address bg level. The pump was plugged in using a tandem usb cable and allowed to charge; however, the pump did not power on. The customer reverted to manual injections for insulin therapy.